Event description:
The customer reported via phone call that the insulin pump alarmed motor error during normal use. The device was not exposed to a magnetic field, bumped or dropped. Customer is not using the sensor feature and is able to complete the rewind sequence. The customer sated that alarm would be cleared but it will happen again. The customer stated that the insulin pump has already been disconnected. Blood glucose value was 13.1 mmol/l. Customer was advised to revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to cracked end cap. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker. No motor error alarm. The motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.